Manufacturer narrative:
Concomitant products: 4968-35 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds in the bipolar configuration. It was also reported that insulation breach was noted on a previously fractured right ventricular (rv) lead. The ra lead remain in use. The rv lead was repaired during an implantable pulse generator (ipg) change out procedure and remains in use. No patient complications have been reported as a result of this event.